Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of mitral valve injury (tissue damage) as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. A conclusive cause for the reported tissue damage, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report leaflet damage. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve with difficulties visualizing the clip due to the difference of respiration variation. The clip was deployed without issue, successfully reducing the mr to 1-2. However, upon completion of the procedure, a tear in the anterior leaflet was noted. The physician is unsure what caused the damage. No treatment has been planned at this time. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.